Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
Health professional alleged that there was a crack on the catheter. The catheter had been in place 15 days in the patient prior to the reported crack. No patient injury reported.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a crack in a catheter is confirmed and the cause is found to be use-related. The sample returned was determined in preliminary evaluation to be a section of broviac 4.2 fr catheter, allegedly from a broviac 4.2 fr s/l catheter. Visual observation showed that the returned sample was about 6.4 cm long. There was an s-shaped crack/slit in the surface, about midway along the segment. The sides of the catheter segment were designated and marked as side 1 (one dot) and side 2 (two dots). Microscopic evaluation showed the end surfaces of both side 1 and side 2 were striated and glossy, indicative of a cut with a sharp instrument, consistent with the customer cutting out a segment of the catheter for evaluation. The surface of the break appeared granular and irregular. Significant amounts of residue were noted inside the lumen of the catheter. Tactual evaluation noted tensile weakness on the side designated as side 1, as well as directly at the damaged site. Functional testing showed that the device was patent to infusion from both side 1 and side 2. In each case, water exited preferentially from the crack/slit, but also through the other end. Infusion from side 1 was more difficult, as there seemed to be a partial obstruction. Other evaluation showed by bisecting the catheter on each side of the crack/ slit that a small amount of residue was within the lumen on side 1; in addition, a large bolus of what appeared to be congealed blood directly against that side of the crack/slit. The lumen was clear on side 2. The tensile weakness, presence of some obstruction, shape and surface texture of the break are typical of a burst due to infusion against an obstruction. The complaint is use-related. The nursing procedure manual cautions, "do not use a syringe smaller than 10 ml to flush or confirm patency. Patency should be assessed with a 10 ml or larger syringe with sterile saline. Upon confirmation of patency, administration of medication should be given in a syringe appropriately sized for the dose. Do not infuse against resistance. Infusion pressures should never exceed 25 psi. Smaller syringes generate more pressure than larger syringes."